Manufacturer narrative:
One imp,tsv,4.1mm,sbm,8 (tsv4b8) was returned for investigation. Visual inspection of the as returned product identified minimal wear about the implant threads and drive feature. No signs of damage were noted. Functional testing revealed that the implant still assembles as normal with a mating healing collar. Therefore, based on the evaluation, device malfunction did not occur and the reported event was unconfirmed following inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: (B)(4). G1-g2: contact office - name/address. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that the implant (tsv4b8) stripped upon placement. A larger implant was placed. Tooth location 29.